Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular stenosis/regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to pannus formation and severe prosthetic aortic valve stenosis. The procedure has not been schedule yet. The patient presented to the hospital and was admitted to the ICU due to acute chf and hypoxia with hypercapnic respiratory failure secondary to sick sinus syndrome.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b6, b7. H11: corrected data: corrected b3 and health effect - impact code and conclusion coding to section h6.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to pannus formation and severe prosthetic aortic valve stenosis. The patient presented with acute on chronic decompensated diastolic heart failure. The tavr was performed with a 20 mm 9750tfx valve with good result. The patient was discharged home in stable condition on pod # 1.